Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the hcp indicated the patient had been on compounded baclofen, gablofen, and lioresal and that there was no difference. The type of baclofen in the pump at the time of the event was not provided. The hcp indicated that the other medications that the patient was taking at the time of the event were too numerous. The patient¿s pertinent medical history included severe dystonia and quadriplegic cerebral palsy. The patient had been experiencing the circumstances that led to the catheter revision ¿throughout.¿ troubleshooting performed included side port aspiration and multiple changes in dosing. The patient had no withdrawal, but was ¿just horribly tight.¿ when asked to clarify the rationale for the catheter revision, the hcp indicated that they wanted it to work optimally and did the catheter revision as a last step before deep brain stimulation (dbs). Catheter revision didn¿t resolve the issue.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient who was receiving baclofen (2000 mcg/ml at 600 mcg/day) via an implanted pump. The drug lot number was requested but not known. The other medications that the patient was taking at the time of the event were unknown. The patient¿s medical history was requested, but unknown. The pump's indications for use (ifus) were noted as intractable spasticity and cerebral palsy. It was reported that there was a catheter revision during which the pump segment was replaced. No symptoms or troubleshooting information was provided. The rep had not heard of any additional issue. Follow-up was conducted for the patient¿s pertinent medical history, the reason for the catheter revision, event date, baclofen type and lot number, other medications the patient was taking at the time of the event, troubleshooting performed, symptoms, and the event resolution status. If additional information is received, a follow-up report will be sent.